Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she had some air bubbles in her tubing. The blood glucose reading at the time of the event was 303 mg/dl. The patient treated high blood glucose with a bolus. In troubleshooting, the drive support cap appeared normal, basal rates were correct and the insulin pump passed a high placement test. The customer was advised to do a set change. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir. Reservoir passed per inspection. No air bubbles anomaly was found during analysis. Checked o-rings for defects and none were found.